Event description:
The director of risk management alleged that a pt was having a procedure performed and was mildly sedated, when one of the staff deactivated the brake, and the right foot caster socket detached from the base frame. The pt fell out of the stretcher onto the floor. The risk manager stated they x-rayed the pt and the pt was not injured. The risk manager did not know what position the side rails were in when the event occurred.

Manufacturer narrative:
The technician found that the right foot caster socket had detached from the base frame. He reported that the stretcher has been quarantined and will not be repaired at this time.